Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that when the patient increased stimulation from 5.0 volts to 7.0 volts, they did not feel the "squeeze" sensation they typically would in their bladder. However, the patient also reported they felt an uncomfortable sharp squeeze when they were lying down at night trying to sleep, which had kept them up all night. They felt no difference when increasing or decreasing amplitude, so they turned therapy off completely, which allowed them to get some sleep. They also stated they were not sure if it was related, but their blood pressure had hit the roof. They had tried different programs, but most settings started out with an uncomfortable sting, and then would reduce to barely perceptible. The patient had uncomfortable pain when they needed to urinate five times per night, and it never used to do that. Therapy was not helping their baseline symptoms of leaking either. They again reported a loss of therapeutic effect. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. The patient stated the veterans affairs (va) was preventing them from seeing their managing physician. In order for them to approve it, the patient had to travel to a va hospital over an hour away, and they were unable to do so. It was recommended the patient leave therapy off, and follow up with their managing physician when they were able.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of; not feeling the "squeeze" they typically would feel in their bladder, feeling no difference when increasing/decreasing amplitude, most settings starting with an uncomfortable sting, and then becoming barely perceptible, and feeling an uncomfortable sharp squeeze when lying down at night was caused by an acute urinary tract infection. Patient reported this issue has been resolved with antibiotic treatment. An additional response was received from the patient on (B)(6) 2022 where the patient mentioned they have an upcoming appointment on (B)(6) 2022 with their managing hcp.